Event description:
Customer reported that the insulin pump returned a low alert with a blood glucose level of 107 mg/dl and a sensor glucose level of 41 mg/dl. During a follow up call for assistance with turning the sensor feature on, customer's blood glucose level was 139 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.